Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): line 2: (B)(6). Postal code: (B)(6). Phone: (B)(6). Occupation: distributor. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported to cook by a distributor that unknown foreign matter was found within the unopened packaging of a lock pericardiocentesis catheter set. No patient contact was made.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation it was reported that foreign matter was founding in the packaging of a lock pericardiocentesis catheter set from lot 13632396. Cook became aware of this event upon being notified by findia co., ltd. This was noted by a distributor so the device did not make patient contact. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection of the returned product, were conducted during the investigation. The complaint device was returned sealed in its original packaging. Fibers are visible within the packaging. Additionally, a document based investigation evaluation was performed. Review of the device master record has shown that sufficient controls are in place to detect this failure mode prior to release. The product¿s design history file (dhf) was reviewed and the risks associated with this device were acceptable when weighed against the benefits. The device is shipped with an instruction for use (IFU) document, which provides the following information to the user related to the reported failure mode: "how supplied sterile if package is unopened or undamaged. Upon removal from package inspect the product to ensure no damage has occurred." A review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot showed no nonconformances. A database search revealed no other complaints under this lot number at the time of this investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that additional nonconforming product exists in house or in the field. Based on the information provided, confirmation of fibers within the sealed packaging, and the results of the investigation, it was concluded that a manufacturing deficiency contributed to the failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.